Manufacturer narrative:
Integra has completed their internal investigation on june 17, 2016 . The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history; results: evaluation of returned device; the insulation is damaged. The tube failed the electrical test. There is no issue for assembling with the returned sleeve: no friction between the tube and the sleeve. DHR review; no nonconformity for this lot. Complaints history; one complaint for this lot from this costumer. Conclusion: the most probable cause of this damage is a contact with an other monopolar or bipolar instrument used in coagulation (high temperature). The IFU recommends to "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition".

Event description:
It was reported that the hook was defective after few sterilizations. The product was in contact with the patient however, no patient injury was reported. The event lead to 1 hour surgical delay. No further information available.